Event description:
Litigation papers allege aches and pain in her right hip, pain when lying on her right side, audible clicking when turning over in bed, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt by blood test dated (B)(6) 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege aches and pain in her right hip, pain when lying on her right side, audible clicking when turning over in bed, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt by blood test dated (B)(6) 2011. ***update*** (B)(4) 2011 plaintiff's preliminary disclosure (ppd) form received (B)(4) 2011. Labs (B)(6) 2010 chromium 2.9ng/ml (ref 1.0) cobalt 8.2ng/ml (ref 1.8ng/ml). There was no new information received that would impact the outcome of the investigation. **update** (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.